Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under back therapy electrode pads. Patient reported broken skin. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use benadryl by a physician. Patient was later instructed to discontinue benadryl and begin using zyrtec. Follow up indicated that the patient was also using hydrocortisone cream and still has visible rash on the skin but so far the itching is getting better.